Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient is deceased. There is no known allegation from a health care professional that suggests that the death was device related. The cause of death was unknown. No additional information was available.

Event description:
Additional information reported stated that the patients cause of death was myocardial infarction, coronary artery disease and hypertension. The cause of death was confirmed not to be device related.